Manufacturer narrative:
(B)(4). There is not an appropriate conclusion code available. The customer reported the lor syringe had no resistance at all. The customer returned one glass 5ml lor syringe which was visually examined with and without magnification. Visual examination of the returned syringe revealed a hole was present in the glass of the syringe on the shoulder near the tip. It does not appear to be a crack in the glass due to the surface around the hole is smooth and rounded. No other defects or anomalies were observed. A functional inspection was performed by attempting to slide the syringe plunger inside the barrel. The syringe plunger will slide in and out of the barrel with little to no resistance met. The movement in the syringe barrel feels typical; however the movement seems to slide easier than a laboratory inventory lor syringe. The returned syringe was functionally tested per pip-191 plunger movement test. The test was repeated twice, rotating the plunger 90 and 180 degrees. The plunger was able to freely fall each time; however, there is no resistance at all as compared to a laboratory inventory syringe which freely falls with some resistance. Based on the observed hole in the glass at the shoulder of the tip, this most likely contributed to no resistance inside the barrel. No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the lor syringe with no relevant findings. The lor syringe is a purchased part. Therefore, the potential root cause of this issue is supplier related. Actions were taken to initiate further investigate this complaint issue. The manufacturer will continue to monitor and trend related events.

Event description:
The lor syringe offered zero resistance. There was no patient injury.